Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they received an alarm in the morning and when they checked their blood glucose it was 300 mg/dl. They did not get an alarm telling them that their blood glucose was high. They also reported that they were experiencing a sensor glucose discrepancy. The customer's blood glucose level was 174 mg/dl but the sensor glucose level was 83 mg/dl. They were getting a threshold suspend before low. Troubleshooting was performed and it was noted that the sensor's cannula was bent. Troubleshooting was performed for the bent cannula. The product will not return for analysis.